Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and determined that the internal plug for blood pressure was broken. To resolve the issue, the fse replaced front end board. The iabp passed all functional and safety tests per factory specifications, and was cleared for clinical use and returned to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump was having issue in blood pressure cable fitting. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.